Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. UDI (B)(4). Concomitant medical products ¿ g7 acetabular liner p/n 010000860 l/n 3585174; g7 acetabular liner p/n 010000860 l/n 3776846. Multiple MDR reports were filed for this event. Please see associated reports: 0001825034-2017-04950, 0001825034-2017-04951.

Event description:
It was reported that during a hip procedure, the liner would not seat. A second liner was opened and it would not seat. Surgeon then resorted to a dual mobility system to complete the case. No harm to patient. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.